Event description:
The following has been reported: biomed reported pump not recognizing tubing set. Changed cassettes, cleaned the cassette holders and reloaded the cassettes a few times but getting the same error message. No patient harm. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: sensor hardware failure (set ID sensor) (sensor-6). Reporting due to the referenced issue. No adverse effects were reported. The pump was received back for investigation. The pump did not correctly recognize the administration set resulting in repeated alerts to reload the cassette. Administration set identification has been an intermittent issue with some lvp's and is being handled with CAPA-00033. The investigation is ongoing and the root cause is currently unknown. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.